Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device would not pump. A break/leak in the tubing below the cylinders was reported. The device was explanted and replaced with an inflatable device.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1, longer exhaust tube of the pump and inlet tube of the pump. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded in-vivo the longer pump exhaust and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tube of cylinder 1. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.